Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that a software failure has been detected. This issue has been identified during the patient data file creation. There was no patient involvement reported.